Manufacturer narrative:
(B)(4). Date sent: 3/22/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad lifted to proximal side. The tissue pad was not detached as reported by the account. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u94z01. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the three devices? The 3 scissors show strong heat effects and the pad has come off completely in one case. In the other two scissors it has only partially come off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.

Event description:
It was reported that during a colon resection the plastic pad came off from inactive branch. No harm to patient.